Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: rep stated that she only knows that surgeon said he had a patient that had a post-op leak 6 weeks ago following a laparoscopic cholecystectomy using our er320 device. It is unknown how the patient was treated for leak but she does know the patient is currently stable.

Manufacturer narrative:
(B)(4). Additional information obtained: the patient was not re-op'ed. The patient is doing great.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was a patient leak. Unknown how case was completed.